Event description:
It was reported the patient presented in clinic where a high capture threshold was noted on the patient¿s atrial lead. The patient¿s right atrial lead was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.